Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced high blood glucose due to bent cannulas event on (B)(6) 2026. The high blood glucose was treated with correction bolus via pump and the insertion site was abdomen. The patient experienced nine cannula issues.